Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is alarming failed battery test. The battery was changed and the customer pounded on the pump and then it turned on. The customer received a low battery message even though the battery had not been in for a week yet. Troubleshooting was performed and the compartment is corroded. The customer's blood sugar was unknown.

Manufacturer narrative:
The insulin pump had blank display due to faulty mother board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm, low battery alarm due to blank display. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and stained end cap sticker.